Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.25 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts bunched in a distal direction. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent deformation had been present. A percutaneous coronary intervention of the distal circumflex was being performed. A 2.25 x 24 synergy drug-eluting coronary stent system was being used, but was unable to be delivered to the targeted area. It was noted that it looked like there was deformation on the undeployed stent. The system was removed from the patient and a different device was used to successfully complete the procedure. There were no further issues or patient injuries.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent deformation had been present. A percutaneous coronary intervention of the distal circumflex was being performed. A 2.25 x 24 synergy drug-eluting coronary stent system was being used, but was unable to be delivered to the targeted area. It was noted that it looked like there was deformation on the un-deployed stent. The system was removed from the patient and a different device was used to successfully complete the procedure. There were no further issues or patient injuries.